Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt received his scs sys on (B)(6) 2010. It was reported that the pt's ipg pocket site was sore for a day or two after he charges his ipg. He does not have this issue during charging, only afterwards. A replacement charger did not resolve the issue. The pt is scheduled to see the physician. No further info is available at this time.